Event description:
Patient had angiodynamic port placed 11/21 port was sutured into pocket with 2-0 pds. Patient arrived for portogram in ir today. Cxr ordered showing port is flipped in the pocket. Patient is now having to undergo an additional surgery due to port flipping. This is an ongoing issue with angiodynamic ports.